Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensors was not adhering to the body. Caller stated that the customer had three sensors with the same issue. Nothing further was reported.